Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was malformed. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: what shape were malformed clips? The information was not provided from the hospital. Was cholangiogram done on procedure? The information was not provided from the hospital. Which firing of the device did this event occur on? The information was not provided from the hospital. What vessel or structure was the device fired on at the time of the event? Around cholecyst. Was the clip fully advanced into the jaws prior to firing? The information was not provided from the hospital. Were there any feeding issues experienced with the device? The information was not provided from the hospital. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? The information was not provided from the hospital. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? The information was not provided from the hospital. Were any unexpected noises heard? If so, when? The information was not provided from the hospital. Was clip fired over another clip or hard structure? The information was not provided from the hospital. Was the device fired after this incident in or out of the patient? The information was not provided from the hospital. Did somebody other than the primary surgeon fire the instrument? If so, whom? The information was not provided from the hospital. Was there a recent conversion to ees devices in this account or with this surgeon? The information was not provided from the hospital.